Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely on (B)(6) 2021 with high and out of range high voltage lead impedance on their right ventricular lead. It was also noted that loss of capture was noted on the lead during an atrial arrhythmia episode. No intervention was reported. The patient was stable throughout.